Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the basal history appeared to be inaccurate due to the pump being manually suspended and manually resumed. The pump was exercised for 24 hours with a 1.0 unit per hr basal rate and at the end of testing the basal history correctly showed 1.0 unit and the total daily dose showed 24.0 units. No alarms or power on reset events occurred during testing. The basal history recording defect allegation was unable to be duplicated during testing. Unrelated to the original complaint, the down arrow keypad button was under responsive and did not click or spring back. The keypad cover was removed to find the down arrow button contact was cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas' criteria for a serious injury and is therefore not reportable as an adverse event. It was noted that the basal history did not match the active basal program and the pump was replaced based on health care provider insistence. This complaint is being reported because the alleged malfunction could have an impact on insulin delivery.